Event description:
It was reported that towards the end of an atrial fibrillation (afib) procedure, loss of all the ECG and intracardiac signals on both the carto 3 system and the recording system was encountered. The issue was resolved by exchanging the catheter. The signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and bard recording systems simultaneously. The users were performing mapping when the signals were lost. No patient injury was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that towards the end of an atrial fibrillation (afib) procedure loss of all the ECG and intracardiac signals on both the carto 3 system and the recording system was encountered. The issue was resolved by exchanging the catheter. Then per the event, the catheter was electrically tested and it failed since leakage was observed at all electrodes. The catheter was dissected and it was found that the connector had corrosion causing the leakage issue. The customer complaint has been verified. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.